Event description:
Patient reported, having raynaud¿s phenomenon. Side unspecified. Healthcare professional, later reported, rupture. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Continued: h.6: f22203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of raynaud's phenomenon is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon and rupture.

Event description:
Patient reported having raynaud¿s phenomenon, side unspecified. Healthcare professional later reported rupture. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on radius side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Raynaud¿s phenomenon: unable to observe as it is not related to the device. As per the investigation procedure, non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.